Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) reading on the blood parameter monitor (bpm) was drifting since the software upgrade. K+ was 5.4 on I-stat and 8 on the bpm. The device was not changed out, they would ignore it and use an I-stat. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp), the bpm was gas calibrated with the 540 calibrator, prior to cpm. The k+ drifts upward (higher than the laboratory analyzer I-stat) even though add'l cardioplegia or potassium is not being administered. No unusual drugs were used, such as methylene blue, and it was obvious the k+ measure of the bpm was accurate. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per the ccp, this issue of drift occurs every case. No exact dates.